Manufacturer narrative:
Follow up #2 submitted: 07/10/2015.the pump was returned and investigated by product analysis on 06/23/2015 with the following findings: on investigation, the display was not found to be cloudy; however, the display was discolored (red tint). Investigation did not confirm a ¿cloudy¿ display.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).